Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not available or discarded; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The husband reported that on an unknown date, the patient sought care through the emergency room (ER) due to stoma site redness and drainage. The husband reported that the patient's non-abbvie branded peg / j-tubes were replaced with an entire new tubing system. The husband did not know the manufacturer or have any lot numbers. The husband reported that when the new tubing was placed, the patient was diagnosed with an unknown type of pneumonia and remained hospitalized for a few days. On an unknown date, the patient was discharged to hospice care on oxygen. On (B)(6) 2018, the patient passed away. An autopsy was not performed and the husband reported that he believed the cause of death was respiratory failure. The prior non-abbvie branded tubing and new tubing samples were not available.